Event description:
Medtronic received information that during the implant of a medtronic bioprosthetic valve, severe mitral regurgitation (mr) was reported after valve implant. Blood pressure was controlled with medication and monitored for a while after the procedure. The mr decreased slightly to moderate/severe. Per the physician, there was a possibility of rupture of chordae tendineae of the mitral valve due to unfamiliar guidewire. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).